Event description:
Scanner stopped scanning in the middle of chest/abdomen/pelvis CT scan with IV contrast. Patient had 190cc contrast for the scan but did not get enough images due to scanner malfunction.